Event description:
It was reported that during insertion, the physician could not get the intra-aortic balloon (iab) to advance through the sheath. They had this issue occur with two iabs. The getinge representative went over insertion steps, which the physician verified. The physician pulled negative between 4 and 6 times. It was reported that as they advanced the iab, it starts to unravel. They asked what could be causing this issue. It was explained several reasons and asked if they thought it could be an anatomic issue inquiring whether he had shot the femoral arteries to be sure. This was ruled out. The insertion steps were reviewed again, making sure the scrub tech was not wiping the catheter with sterile fluid or saline as to not remove the lubricant. The importance of only pulling back negative one time, and using very small bites, less than one inch of the catheter while inserting was also discussed. It was recommended to also shoot the femorals again just to be sure. For the third attempt, the physician elected to use an off label 9 french sheath. He pulled back only one time and was able to insert the iab without issue. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
Occupation: manager / additional reporter: dr. (B)(6) / the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. / complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.